Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: customer returned (15) loose 29gx12.7mm, 0.3ml bd insulin syringes. The customer reported that they felt resistance upon venipuncture. All 15 returned samples were examined, and it was observed that 1 out of the 15 syringes exhibited a separated hub assembly. The remained syringes were tested for needle length, point geometry, outer diameter and lube coverage. The following was observed (specs: outer diameter for 29g cannula: 0.0130¿- 0.0135¿): 3 out of the 14 tested syringes exhibited hooked cannula points. Since all 14 syringes were returned after use, the probable cause of the hooked cannulas can be traced to the user. Due to the batch being unknown, no DHR review can be completed. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (cannulas hooked). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: the root cause for this issue is user related. The cannulas were hooked by the customer after handling the syringes. Rationale: based on the above, no additional investigation and no CAPA/sa is required at this time.

Event description:
It was reported that syringe 0.3ml 29ga 1/2in 7bag 420cas jp hub separated. This occurred on 14 occasions. The following information was provided by the initial reporter: the hcp felt resistance upon venipuncture.